Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The device was post-paced t-wave oversensing on the ventricular channel via review of real-time egm. Recommended programming changes were made; device remains implanted.